Manufacturer narrative:
E.1. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had issue on kits. Penicillin had it set for one but sometimes they need three, user unloaded penicillin and reloaded it but it was show both of them when they search for drug and unable to select more than one kit to remove at one time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had issue on kits. Penicillin had it set for one but sometimes they need three, user unloaded penicillin and reloaded it but it was show both of them when they search for drug and unable to select more than one kit to remove at one time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an error related to the kit formulary. A technical support specialist was reported by the customer that the kit quantity could not be changed, that both the kits and the individual medications appeared in search results, and that the customer wanted the medications to appear only when they were included in a kit and provided with a user guide explaining how to edit kits and was asked to share a working kit for comparison to help identify any potential issues and explained that when medications were searched through a patient profile, non kit items appeared, whereas searching by an order identification number displayed only the kit, and the customer was asked to confirm whether this behavior resolved the concern. The customer was contacted by phone and email to discuss next steps, and the customer indicated an interest in scheduling a conference call later in the month. The customer was advised to open a new case and reference the existing one to continue troubleshooting.